Event description:
A patient presented to the vascular lab for placement of an inferior vena cava (ivc) filter. The physician decided to place the filter via the right femoral vein. The patient was prepped and draped in sterile fashion. The right femoral vein was cannulated without incident and pre filter placement ivc gram images were obtained. After determining proper deployment placement of the filter, the deployment device was inserted into the ivc and the sheath covering the filter was retracted. Upon deployment, one of the filter leg struts remained attached to the pusher deployment device, so the filter could not detach. Multiple unsuccessful techniques and attempts were made to fully detach the filter. Consequently, an additional physician was summoned from another facility while the patient was kept on the vascular lab exam table sedated. Both physicians made multiple attempts to fully detach the filter and were ultimately able to do so. Filter was successfully deployed and left implanted in patient. No harm was done to the patient.